Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
A customer reported via phone call indicating that they were hospitalized for diabetic ketoacidosis and a stomach virus on (B)(6) 2016 at 2 am with a blood glucose level of 600 mg/dl. The customer felt symptoms of nausea, throwing up, and their blood pressure was high. The customer was treated for their blood glucose with manual injections. The customer was wearing the insulin pump during their hospital stay. The customer was assisted with troubleshooting and found that the cannula was bent. The customer did not return the product back for analysis.